Manufacturer narrative:
In this event it was reported that a pair of palodent plus forceps broke during use; a pts' cheek was scratched; no intervention was required. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pair of palodent plus forceps broke during ue; a pts' cheek was scratched; no intervention was required.